Manufacturer narrative:
Correction section b1 : type of report was missed to be reported in error, corrected to product problem.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the patient's right ventricular (rv) lead was oversensing noise resulting in high ventricular rate episodes. Programming changes were recommended. No patient symptoms or intervention was reported.